Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. Unique device identifier (UDI) (B)(4). The reporter's meter was requested for return. The investigation is ongoing.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter. The reporter stated the meter lost power and was unable to re-gain power using two sets of batteries. The reporter mentioned the last time he tested with the meter, the numbers on the display were difficult to read and there was "somewhat fading" in the results field. He performed a display check but the display check was unsuccessful and the meter lost power.